Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.032. Lot: 9343591. Manufacturing site: hägendorf. Release to warehouse date: 22. January 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the nail extractor (part # 03.037.032, lot # 9343591, mfg # 22-jan-2015) was received at us cq with the distal threads stripped. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the threaded distal connector measured and is within specification per relevant drawing. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of a proximal femoral nailing system (tfna) due to pain. During procedure the surgeon accidentally cross-threaded the nail extractor into the nail. The extractor was removed and another tray was opened and another extractor was used. The nail was successfully removed. There was a surgical delay of five (5) minutes. There was no patient consequence. This complaint captures the intra-op event while related complaint (B)(4) captures the post-op event of pain. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity 1). This report is for one (1) nail extractor. This is report 1 of 1 for complaint (B)(4).